Manufacturer narrative:
Section h10: (h3) based on previous similar investigations, the fractured reamer blades reported were likely the result of the reamer experiencing high loads possibly during off-axis reaming and/or contact with hard bone or a retractor which led to brittle fracture of the blades.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a shoulder procedure, after reaming the glenoid the large pilot tipped reamer was broken. The instrument was broken during removal. The site was checked for pieces, the surgeon confirmed, and patient was last known to be in stable condition. The device is being returned for evaluation.